Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation or soreness and infections. The patient received medical intervention in the form of antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation or soreness and infections. The patient received medical intervention in the form of antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found no contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The device was applied power and the device operated properly. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience nasal/throat irritation or soreness and infections. There was no report of patient harm or injury. Section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section h1 was changed from serious injury to malfunction. Section h6 health effect- impact code was corrected.